Event description:
Device 1 of 3. Reference MFR reports: 1627487-2014-03193 and 1627487-2014-03194. It was reported the patient was scheduled for surgical intervention due to new pain. It was also reported the patient was experiencing ineffective stimulation due to lead migration. Subsequently, the scs leads were explanted and replaced which resolved the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.